Manufacturer narrative:
This investigation is ongoing.

Event description:
The user facility in germany reported that the right yaw on the foot control was not responding. The surgery was prolonged by 40 minutes. No other patient impact was reported.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
Evaluation of the device has been completed. The yaw potentiometer was faulty. The central pedal was cracked, the laser door was broken and the base plate was in a bad condition. The most probable root cause is the device due to the condition of the device.